Event description:
The customer stated that she was experiencing high blood glucose levels. The customer reported a blood glucose reading of 354 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The customer stated that she didn't see insulin exit during the prime test. Although she saw moisture on the tissue when she tapped the tubing. The insulin pump did not pass the high pressure test. Advised the customer to revert to a back up plan of manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.